Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented after receiving inappropriate therapy for atrial fibrillation. Hv therapy was aborted. No programming changes were made at the time. Later, the patient was presented in the hospital after receiving inappropriate shocks. Programming changes were made and medication was adjusted. No more information is available.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that a patient received atp and shock during the af with fast ventricular conduction. Review of the merlin.net transmission revealed multiple episodes of vf that were recognized as svt. Programming changes were discussed.